Event description:
The customer's spouse called and reported she was hospitalized with low blood glucose of 43 mg/dl. The customer was shaking, going in and out of consciousness when her spouse awoke. She was given orange juice. The customer was in the hospital for about four hours. It was stated the customer changed her set and when she checked her blood glucose later it was 437 mg/dl. The customer bolused and her blood glucose was later 480 mg/dl. It was discovered her set was not in and the needle guard had been left on. Troubleshooting for low and high blood glucose was declined. The device will not be returned for analysis and caller stated they would monitor blood glucose and call back later.

Manufacturer narrative:
Additional information has been received after the initial report was submitted. The information has been provided with this report.

Event description:
It was reported via email that the customer was hospitalized due to low and high blood glucose. The customer experienced vomiting and diabetes ketoacidosis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.